Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade cracked and gouged. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
During a laparoscopic nissen procedure, received and error that would not clear. There was no reported patient consequence.